Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient suffered a severe cerebrospinal fluid (csf) leak following catheter implant despite the surgeon using different methods to mitigate this. The patient had symptoms of drainage/incisional wound opening, headache, and pain. The symptom or issue location was the catheter track. Surgical intervention resulted and a lumbar drain was fitted. No diagnostic testing or troubleshooting was required. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Event description:
It was later reported that the device system was used to deliver baclofen.